Event description:
Event description guidant received information that this implantable lead's position resulted in long pauses in pacing. This observation appears to have been made during the implant procedure, however this cannot be confirmed. Technical services answered questions regarding lead placement in relationship to each other. No symptoms or complications have been reported.